Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The customer reported that upon opening the packaging, it was discovered that one needle was missing (there should actually be four needles) and had not been used. Missing one suture. Additional information: one suture (needle and thread) was missing. Additional information has not been provided.

Manufacturer narrative:
Summary of investigation: there is a previous complaint of this code batch regarding more sutures in pouch, closed as not confirmed as no samples were received. End customer is the same as this complaint. We manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received an open sample (unused). This sample only contains 3 sutures inside the pack instead of 4 sutures as the product description. We consider that this is an isolated and accidental unit that was not detected in the packaging step. The complaint is considered confirmed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: the most probable root cause is a human error during the winding process in which the operator wounded three threads in the package instead of four threads. Final conclusion: considering that the sample received does not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the sample received. We apologize for any inconvenience that this issue may have caused, and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.